Manufacturer narrative:
A getinge field service engineer (fse) confirmed multiple leak in iab circuit messages in logs. Found connection for iab fll port loose. Tightened connection which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) had air leak alarm. There was a patient involvement and no patient harm or injury reported.